Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed remove and reattach cassette again. They acknowledged the alarm, powered off the pump, and tapped the cassette on hard surface the pump was powered on again and restarted. A green light was present, and the pump cycled without returned alarms. There was patient involvement but no harm sister. The operator of the device was a health professional.